Event description:
It was reported that "cvc placement guided by ultrasound. Vascular puncture without any complaints, guidewire is passed through the needle and gets stuck a bit inside the needle. Then it cannot be reversed but starts to wind up at the end that sticks out of the needle. Needle, with guidewire still in the needle is removed from the patient and a new cvc set is used." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unaffected by the incident".

Manufacturer narrative:
(B)(4). The customer-reported guidewire unraveling was confirmed through examination of the returned sample. Visual inspection revealed that the guidewire was unraveled in the distal j-bend region, with the spring coil appearing stretched. The spring coil was advanced into the needle, while the core wire was not observed within the needle. No obvious kinking was observed in the guidewire. The guide wire met all dimensional requirements during investigation testing. Functional inspection could not be performed because the unraveled portion of the guidewire, specifically the spring coil advanced into the needle in the absence of the core wire, was lodged within the cannula and could not be removed. No manufacturing-related defects or anomalies were identified during the investigation; a device history record review did not reveal any manufacturing-related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "cvc placement guided by ultrasound. Vascular puncture without any complaints, guidewire is passed through the needle and gets stuck a bit inside the needle. Then it cannot be reversed but starts to wind up at the end that sticks out of the needle. Needle, with guidewire still in the needle, is removed from the patient and a new cvc set is used." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unaffected by the incident".